Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, recurrent cystole and recurrent partial rectocele, and stress urinary incontinence ((B)(6) 2007). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures on (B)(6) 2013 due to recurrent vaginal vault prolapse, vaginal mesh exposure and stress urinary incontinence. Also on (B)(6) 2007 another revisionary procedure was performed due to urinary incontinence and vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.